Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. (B)(4). (B)(6) 2012. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: titanium (ti) vectra plate 1 level/18 mm (part # 04.613.018), vectra anterior cervical 1-level (cap/antoerv1) (part # 04.613.0xx), 4.0 mm titanium (ti) cervical self-retaining screw self-tapping/variable angle 14 mm (part # 04.613.614). Therapy dates: (B)(6) 2012. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the c3 screws backed out a few millimeters postoperatively. Patient underwent an anterior cervical laminectomy on (B)(6) 2012 in which various cervical plating components were implanted into his spine. These component includes, and are not limited to, unknown quantity of titanium (ti) vectra plate, fourteen 4.0 mm ti cervical screws, and unknown quantity of vectra anterior cervical 1-level. Following the procedure, patient suffered paralysis. Upon review of an anterior posterior/ lateral cervical x-rays taken on unknown date, doctor noted that ¿it does appear that the c3 screws have backed out a few millimeters¿. No reported surgical delay or patient harm during the implant procedure. This complaint involves one (1) device. Concomitant devices reported: titanium (ti) vectra plate 1 level/18 mm (part # 04.613.018), vectra anterior cervical 1-level (cap/antoerv1) (part # 04.613.0xx), 4.0 mm titanium (ti) cervical self-retaining screw self-tapping/variable angle 14 mm (part # 04.613.614). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Email address included in the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.